Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had severe myocardial fibrosis and dextro-transposition. During an implant procedure several leads were attempted. On the three attempted leads the helix became deformed and were replaced with different leads until, and ultimatelya different lead model had to be used to complete the implant. No patient complications have been reported as a result of this event.